Event description:
During arthroscopy and arthroscopic repair of right shoulder, it was noted that 2 pieces of plastic cannula had broken off. One piece located in drapes on field. Second larger piece never located although wound and surgical field were searched.